Event description:
A surgeon reports a pt had a five diopter unexpected postoperative refraction following intraocular lens implant surgery. The lens remains implanted. The pt has been fitted with glasses and is very happy.